Event description:
It was reported that the patient presented to the emergency room experiencing discomfort and heart palpitations. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was restored and resumed normal function. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.